Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements of 2200 ohms. It was noted that the impedance measurements had been rising for some time. It was also noted that the crt-d has four months remaining as the patient has had multiple shocks for ventricular tachycardia (vt). The rv lead output was reprogrammed to 6 volts and boston scientific technical services (ts) discussed this would lower the four months remaining on the battery due to a higher current drain. At this time the clinic has opted to continue to monitor the patient and no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. Reviewed the memory log and found that the rv lead impedance measurements were high (over 1600 ohms) while implanted. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This crt-d was explanted for reported normal battery depletion and returned for analysis.